Event description:
It was reported that, since the patient had a replacement of his implantable neurostimulator (ins) in 2010 and reprogramming in (B)(6) 2012, the therapy had not worked right. It was stated that his symptoms had gotten worse since last reprogramming. It was stated that the patient didn't get better or change. It was reported reprogramming had been performed 3-4 times a year but it had not worked. A loss of therapeutic effect was reported. It was later reported that since implant that patient had inadequate relief. When impedance measurements were taken, all bipolar and unipolar pairs read that they were over 4,000 ohms. The test voltage was increased to 3.5v and only the following pairs were high: case and zero, case and one, case and seven, four and six, four and seven, five and six, and six and seven. When electrodes zero and one were used, the patient felt some tingling. When the case and four were programmed the patient got some tingling/response.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0545158v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot # j0527433v, implanted: (B)(6) 2005, product type lead; product ID 748251, serial # nhu107904v, implanted: (B)(6) 2005, type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
Additional information reported that the patient had a revision procedure. The patient had an x-ray pre-operative, but did not see any severed parts in the system. When the surgeon went in, he could see there was an issue with one of the extensions. The patient had broken the extension due to falling. That extension was replaced. On the other side the connection just needed to be tightened. All impedances were now normal.